Event description:
The complainant alleged a short circuit in the power switch. The independent repair statement confirmed the short circuit in th power switch and identified it as the key failure. Other failures noted were as follows: sound box filter, dirty; cabinet access door, missing.